Event description:
It was reported sometime post vena cava filter deployment that a detached limb below the filter and two limbs extending beyond the caval wall was identified. There were no attempts made to retrieve the filter or detached limb. There was no reported impact or consequence to the patient.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years and ten months later, abdomen-single anteroposterior view revealed the filter presented with broken fragment laid just beneath the rest of the filter. After three days, computed tomography of the abdomen with contrast revealed the apex of the filter projected at the l1 level which was the level of the junction of the left renal vein with the inferior vena cava. The filter apex was above the junction of the right renal vein with the inferior vena cava. No definite inferior vena cava thrombus was seen. One filter leg penetrated the wall of the inferior vena cava posteriorly, the lower tip of this filter leg projected approximately 6 mm posterior to the wall of the inferior vena cava. One filter leg was broken off the filter and laid outside the lumen of the inferior vena cava and another filter leg penetrated the posterior wall of the inferior vena cava. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava and filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: at sometime post vena cava filter deployment, an abdominal x-ray performed to confirm placement of the filter demonstrated a 2.8 cm linear metallic density likely to be a detached filter fragment lying just beneath the filter. A CT scan was suggested to confirm the exact location. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Sometime post filter deployment, an abdominal x-ray demonstrated a 2.8 cm metallic density just beneath the filter. This most likely represented a detached filter fragment. Therefore, the investigation is confirmed for a detached filter limb. The investigation is inconclusive for the alleged perforation as the medical records provided no information regarding the alleged deficiency. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - perforation or other acute or chronic damage of the ivc wall. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported sometime post vena cava filter deployment that a detached limb below the filter and two limbs extending beyond the caval wall was identified. There were no attempts made to retrieve the filter or detached limb. There was no reported impact or consequence to the patient.